Manufacturer narrative:
Manufacturing site evaluation: manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in july 2018. Deviations during assembly did not occur. This complaint is part of rm 3994_1 and involves the same patient. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx410t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the valve system is permeable. It could be observed that bloody fluid was flushed out. Adjustment test the progav® 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test the click force of the progav® 2.0 was within the permissible specification and the function of the brake could be tested without any problems. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is not operating within the accepted tolerance in the horizontal position. Further testing could not improve the values. During our measurement an increased flow of liquid was detected. Result: finally, we have dismantled the valve. Inside the valve we have found a small amount of substances (likely protein). Based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to have been operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: (B)(6) centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: female reference associated medwatch ID 3004721439-2021-00231.